Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action.  (B)(4).

Event description:
It was reported that the battery of the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2010. 4194 implantable pacing lead: (B)(6) 2010. 4076 implantable pacing lead: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.